Event description:
Per the clinic, the patient experienced an infection (cellulitis) at implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on july 22, 2025, was filed inadvertently. No infection or serious injury has occurred.